Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It was indicated that the devices did not work as intended and the patient's initial repair has not healed. No further information has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10517, 1221934-2017-10518, 1221934-2017-10519, 1221934-2017-10520.

Event description:
The sales rep reported via phone that the surgeon needed to do a revision surgery for 2 versalok anchors and 2 healix transtend implants that were implanted in 2015. The sales rep stated that the surgeon noticed that the shoulder did not heal right or it was reinjured when the patient came in for a subacromial decompression. There were no patient consequences or delays during the revision. The sales rep could not provide a lot number for the complaint devices. The devices were discarded by the customer. Additional information obtained on 8-31-2017: no actual failure of products. No broken or migrated pieces. The rotator cuff tendons just never healed/reattached themselves to the humeral head, and as a result the surgeon felt that the product did not do what it was supposed to.